Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Grease coming from mics / attachment; cuts off. No surgical delay. Case was completed robotically. Case type / application: tka.

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako mics was reported. The event was not confirmed. Method & results -product evaluation and results: handpiece mics ¿ 209063-r ¿ inspected and determined failure of the following test steps: 7.1.1 cable visual inspection - pass 7.1.2 hand piece visual inspection - pass 7.1.3 pivot handle lock test - pass 7.1.4 collar test - pass 7.1.5.1 original cable agitation test - pass 7.1.5.3.4 tn 0835 cable functional (new cable) - n/a original description not confirmed. Disposition: rtv clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Grease coming from mics / attachment; cuts off. No surgical delay. Case was completed robotically. Case type / application: tka.